Manufacturer narrative:
At stimulation experiments, it has been demonstrated that bending the needle at angles around 45 degrees will not cause the needle to break even after 50 times of bending in opposite directions. We conclude that the cause of the tip broke off might be due to multiple wide angle bending. Although our needles meet (B)(4) bending force requirements, they can break off if they are bent at wide angle multiple times. During normal usage, there is no danger that the needle will break because they are designed to withstand many times of bending within the flexible limit.

Event description:
An (B)(6) underwent emg. During procedure in left hip, the needle broke off from the hub and was retained in the patient. Patient taken to ER for attempted removal. ER physician determined that based on location of needle on x-ray (deep inside tissue), it may cause more harm to remove it, so he decided to leave needle in. He advised neurologist and patient accordingly. The medwatch report from hospital does not include the following, but it was told to the ambu inc representative by the risk manager (her information is below): dr (B)(6) was doing a left hip emg on an (B)(6) patient. He inserted the needle and it started to bend. He removed it, repositioned it, then reinserted it. It began to bend again and then broke. The needle length selected by the neurologist is the shortest needle available in this series. Needle dimensions are length: 25mm/1 inch; caliber 0.30 mm/30 gauge.